Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a spinal surgery on an unknown date and topical skin adhesive was used. The patient developed a reaction of a rash. Unknown treatment of the rash was provided. Antibiotics were given because the wound was weeping. Additional information was requested.